Event description:
A user facility reported that a crit-line blood chamber leaked blood at the beginning of a patient¿s hemodialysis (hd) treatment. It was noted that blood flow was increased to 200 to 400 and a trace of blood was in the dialyzer header. Once the blood was noticed, treatment was stopped and the blood chamber was switched out. Upon follow up, it was confirmed that there were no machine alarms as it does not alarm for minor leaks. The patient was dialyzing on a fresenius 2008t machine and utilizing a fresenius high flux dialyzer. The patient¿s estimated blood loss was approximately 1ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was confirmed the patient was able to complete their treatment on a new machine with new supplies. The sample was reported to not be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event¿s occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction provided in d1, d2, d4, d10 and g4.

Event description:
A user facility reported that a crit-line blood chamber leaked blood at the beginning of a patient¿s hemodialysis (hd) treatment. It was noted that blood flow was increased to 200 to 400 and a trace of blood was in the dialyzer header. Once the blood was noticed, treatment was stopped and the blood chamber was switched out. Upon follow up, it was confirmed that there were no machine alarms as it does not alarm for minor leaks. The patient was dialyzing on a fresenius 2008t machine and utilizing a fresenius high flux dialyzer. The patient¿s estimated blood loss was approximately 1ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was confirmed the patient was able to complete their treatment on a new machine with new supplies. The sample was reported to not be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a crit-line blood chamber leaked blood at the beginning of a patient¿s hemodialysis (hd) treatment. It was noted that blood flow was increased to 200 to 400 and a trace of blood was in the dialyzer header. Once the blood was noticed, treatment was stopped and the blood chamber was switched out. Upon follow up, it was confirmed that there were no machine alarms as it does not alarm for minor leaks. The patient was dialyzing on a fresenius 2008t machine and utilizing a fresenius high flux dialyzer. The patient¿s estimated blood loss was approximately 1ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was confirmed the patient was able to complete their treatment on a new machine with new supplies. The sample was reported to not be available to be returned for manufacturer evaluation.